Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: emergency laparoscopic appendectomy. Event description: during an emergency laparoscopic appendectomy, which they performed as usual, they noticed this small blue piece of plastic inside the patient. Lot confirmation done with account ID 1565178 - confirmed by the territory manager, via teams, on 12dec2025. Additional information received by an applied medical representative via email on 15dec2025: the trocar was still intact and showed no signs of damage. We suspect that the small piece is a residual from the manufacturing process. The trocar was inserted as always, no difficulty in insertion. No robot used. Forceps was inside of the cannula at the time of the incident. Intervention: they removed the piece of plastic from the patient. Patient status: patient is ok.